Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: review of the submitted lvad event log file found an incidental finding of a pump startup/reset event. A specific root cause for the pump startup/reset could not be conclusively determined based on the recorded data. The device appeared to operate as intended. Review of the submitted log files was unable to confirm the reported driveline disconnect alarm; a specific cause for the reported alarm could not be conclusively determined through this evaluation. The account reported that a driveline disconnect alarm was observed on the system monitor. The submitted log files were reviewed and collectively contained data from (B)(6) 2020 through (B)(6) 2021. The submitted controller event log file contained data from (B)(6) 2020 through (B)(6) 2021 and demonstrated that the pump operated at the set speed without issue; the driveline was connected to the controller throughout log file. The system appeared to be operating as intended. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on mlp-002472 with no further related issues reported at this time. The relevant sections of the device history records for mlp-002472 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook outline all system controller alarms as well as the appropriate actions associated with them. These documents warn that disconnecting the driveline from the system controller will result in a loss of pump function and instruct the user to promptly reconnect the driveline to resume pump operation if it disconnects from the system controller. In addition, these documents caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had possible driveline disconnects. Technical services reviewed the log file and did not note any driveline disconnects. The event history did capture a few odd strings of power cable disconnects, while on battery power. The pump appears to be function as intended. It was reported that upon review of the submitted lvad event log file found an incidental finding of a pump startup/reset event.